Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose due to bent cannula and also had few insulin flow block alarm. The customer¿s blood glucose level was 575 mg/dl. Customers current blood glucose was 348 mg/dl the customer was treated with insulin pump. The customer troubleshoots for high blood glucose. Experience hot and irritable like symptoms. Customer has pass the load reservoir/fill tubing with current set for insulin pump. Customer stated that she uses the square wave bolus. Customer has rare form of diabetes myconcordia diabetes the insulin pump will not be returned for analysis.